Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had keypad not responsive. The customer¿s blood glucose was unknown at the time of incident. Customer reported that the button could not be pressed to operate the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to broken trace on keypad assembly. No unlocked keypad connector.